Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the basal history on 2018-07-22 shows 0.00u from 00:26 to 00:32 due to prime/fill cannula operation performed & is the reason the basal history appears to be inaccurate. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. Unable to duplicate a basal history recording defect during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal history did not match the basal program. It was alleged the pump caused the patient to experience a blood glucose greater than 250mg/dl but less than 500mg/dl with sweating. The alleged blood glucose excursion does not meet animas' criteria for a serious injury, and is therefore not reportable as an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.